Event description:
This destination therapy patient was implanted with a vented electric left ventricular assist device (lvad) in 2003. About seven months later, the hospital vad coordinator contacted the manufacturer reporting that a patient at home had contacted the hospital, stating that their pump was alarming rate control fault and that the rate was stuck at 40 bpm. The patient was not able to change the mode or increase the beat rate. The vad coordination had the patient change the controller and all the problems were resolved. The pump rate went back up to 80 bpm with adequate flows. The destination therapy patient remains on lvad support.